Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed the following messages; "defib disabled", paddle fault", "pacer disabled", "system fault 36" and "system fault 37" messages. Complainant indicated that there was no pt involvement in the reported malfunction.